Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of there being no image output could not be identified, however, it is likely that the event occurred due to an abnormality in the connector of the scope used in combination. The following is stated in the instructions for use which may prevent the event: "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Additionally, the following instructions are provided for connecting the scope: "confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. Confirm that the connectors on the scope side pin connector of the videoscope cable exera ii / that the video connectors of the videoscope / camera head / the oes video converter are not damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of no image from the camera and the socket where the camera plugs into the pins was bent. The evaluation also found bent video connector pins causing no image with ltf-vh scope. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center does not produce an image from the camera due to connection issue. The camera socket pin was bent. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.